Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 24 mg/dl, 33 mg/dl and 163 mg/dl. No serious injury reported. Requested return of suspect device and replacement was sent.